Event description:
The customer reported to customer service that the wires on her transformer are exposed showing the copper and there was a spark when she unplugged it.

Manufacturer narrative:
A replacement transformer was sent to the customer. Attempts to retrieve the product and to get additional complaint information were unsuccessful. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusion can be made as to the cause of the event. However, the customer reported sparking but we are unable to determine where the sparking occurred. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional information or the original product be received, resulting in new, changed, or correct information, a follow up report will be filed.